Event description:
It was reported that the patient was unsatisfied with the lack of axial rigidity of his ambicor penile prosthesis. The physician stated that the prosthesis was properly sized but the large rear tip extender placed on the existing device resulted in lack of axial rigidity. The patient underwent surgery to replace the device with an inflatable penile prosthesis. There were no further patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. This conclusion was selected because the reason for length too long of the rear tip extender was determined to be inadvertent/unintentional interaction, and the most probable cause of the event.

Event description:
It was reported that the patient was unsatisfied with the lack of axial rigidity of his ambicor penile prosthesis. The physician stated that the prosthesis was properly sized but the large rear tip extender placed on the existing device resulted in lack of axial rigidity. The patient underwent surgery to replace the device with an inflatable penile prosthesis. There were no further patient complications.